Event description:
Dealer states the joystick is possibly losing connection and showing the missing the following screen. Technical services advised the dealer to check wiring as this is intermittent issue. No injury.